Event description:
Pt reported having been treated for a left breast infection. Pt reports non-hodgkins lymphoma on her annual bifs (breast implant follow-up study) questionnaire. This event cannot be investigated as medical release cannot be obtained from the pt. This file is for the left side. See MFR 2024601-2013-00543 for the right side.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl for the pts in the (B)(6) study in the labeling for silicone implants.